Manufacturer narrative:
Concomitant medical products: 4298, lead, implanted (B)(6) 2017. Product event summary: the device was returned and analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the patient was admitted with sepsis two weeks post-hematoma evacuation. The cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.